Event description:
It was reported by service report tha the zoom was taking off a little faster than normal. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: load cell.